Event description:
Device malfunction: balloon rupture and detachment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in an unspecified shunt vessel, the fox sv ruptured when it was inflated to 24 atmospheres, above rated burst pressure, due to the calcification. There was difficulty pulling the catheter back into the sheath. The catheter was pulled into the sheath with force and the balloon detached inside the sheath. The balloon catheter was removed, the detached distal portion of the balloon was completely removed from the body within the sheath, without intervention. A radial rupture was observed in the balloon. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(Against IFU-inflation above rated burst pressure, used against resistance, incorrect removal). The customer reported the device was discarded. The lot number was provided. Review of the device history record did not reveal any non-conformity which could have contributed to this complaint. A query of similar incidents indicates there were no other radial rupture incidents with fox sv observed in the past. The IFU states: "note: gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit." Reportedly, the balloon ruptured above rated burst pressure. A conclusive root cause could not be determined.